Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4) site, per variance 5.

Event description:
The customer's mother called in to report low blood glucose levels ranging from 23 to 400 mg/dl. Since the customer was only a child, he was giving boluses too frequently without needing to and therefore the blood glucose levels were going too low. The customer's high blood glucose level at 400 mg/dl was due to overcorrecting for the low blood glucose level. The customer's healthcare provider advised the customer should not have the insulin pump. The device was not returned for analysis.